Event description:
The pelvic reduction forceps broke. While in use the forceps broke with the inner screw shearing off. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The investigation of the complained instrument shows that the screw is indeed broken off. It is clearly visible that the broken screw, as well as the surface of the forceps-near the hole-are rusty. This lead us to believe that the breakage may have been caused by corrosion. Concerning the visible signs of corrosion, it has to be pointed out that even so-called stainless steel is only rust resistant. The corrosion resistance is only ensured when the products are stored at dry conditions. In addition, all metallic contacts at humid or wet conditions may create electrolytic reactions, resulting in contact corrosion. We determine, as this is an old and often used instrument, and we have not had a single complaint so far, as an isolated case. No product fault could be detected.